Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a sigmoidectomy procedure, abdominal air leaked from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9kn54 mfg date: 7/30/2010; exp date 6/30/2015 (B)(4). The analysis results found that device (c) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. Batch # g9kn54 mfg date: 7/30/2010; exp date 6/30/2015 (B)(4) leak test failure. The analysis results found that device (d) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident batch # g9kn54 mfg date: 7/30/2010; exp date 6/30/2015 (B)(4). The analysis results found that device (e) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. Batch # g9kn54 mfg date: 7/30/2010; exp date 6/30/2015 (B)(4). The analysis results found that device (f) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. G9kg1g 6/29/2010 (B)(4) leak test failure. The analysis results found that the b12lt device (g) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident batch # g9kn54 mfg date: 7/30/2010; exp date 6/30/2015 (B)(4). The analysis results found that device (h) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device a leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. (B)(4) leak test failure. The analysis results found that device (I) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. No conclusion could be reached as to what might have caused the reported event. Batch # g9kg73 mfg date: 7/1/2010; exp date 6/1/2015 (B)(4) leak test failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.